Event description:
White pt connector of the minicap transfer set seperated from a baxter titanium adapter (atc4510) after 120 days of use. The affiliate reports no pt injury or medical intervention as a result of the incident.